Event description:
It was reported that during a left hemicolectomy, the clips were not properly applied on the vessel; they were ejected. The procedure was carried out and finished by using a new other device. No adverse pt consequences.

Manufacturer narrative:
Date sent: 06/13/2008. Results: conclusions: instrument a was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. Instruments b and c were returned in good visual condition. The instruments were cycled, fed, and formed the remaining clips within mfg requirement when tested. The instruments were fully functional and conforming to mfg requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.